Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a trial patient with an external neurostimulator (ens) for non-obstructive urinary retention. It was reported she had some discomfort in her lower back on (B)(6). It was noted the patient began the trial on (B)(6). Additional information from the consumer on (B)(6) reported they were feeling under the weather. Additional information from the consumer on (B)(6) reported she had pain in her bladder and had to start catching. There were no further complications that have been reported as a result of this event. Additional information was received on (B)(6) 2018, model number was updated.